Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The surgeon interrupted the treatment once during bed cut but, by releasing the laser pedal. The treatment was then aborted by the user pressing the vacuum pedal instead of the laser pedal this indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. Treatment was only fifty four percent complete. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. The system was working within specification. No part is expected to be returned to manufacturer for evaluation. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that vertical gas breakthrough bubble was noticed in left eye of the patient during refractive surgery. Surgeon aborted the procedure. No apparent issues with suction or patient movement. The patient had history of photorefractive keratectomy and metal foreign body.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).